Event description:
Pt undergoing hip revision placed in lateral position on biomet peg board, padded with gelpad. Following procedure, determined pt sustained gaping wound to lateral abdomen. Hole in gelpad, injury from the peg.